Manufacturer narrative:
The customer sent all the necessary information as well as the logs. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. The results of audit log analysis are as following: there are 3-star red alarms for fibrillation/tachycardia (fib/tachy) and tachy on november 30, 2023 at 11:30:05 on bed sspi 05. The patient information center ix log shows that there was a red alarm sound played also at 11:30:27. There are delays between the clinical and ix logs to capture the log message. 30/11/2023 11:30:05 sspi 05 *** fib/tachy vent terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:30:05 sspi 05 ***xtachy 154>140 gã©nã©rã© ã 11:30:00. Pic ix: ix_sspia4. 30/11/2023 11:30:09 sspi 05 ECG analyse imposs gã©nã©rã© ã 11:30:04. Pic ix: ix_sspia4. 30/11/2023 11:30:12 sspi 05 spo2 pasdepouls terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:30:12 sspi 05 spo2 bruitsignal gã©nã©rã© ã 11:30:07. Pic ix: ix_sspia4 . 30/11/2023 11:30:35 sspi 05 spo2 bruitsignal terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:30:48 sspi 05 **spo2 82 <90 gã©nã©rã© ã 11:30:43. Pic ix: ix_sspia4 . 30/11/2023 11:30:55 sspi 05 **spo2 82 <90 terminã©. Pic ix: ix_sspia4. 30/11/2023 11:30:55 sspi 05 spo2 pasdepouls gã©nã©rã© ã 11:30:50. Pic ix: ix_sspia4 . 30/11/2023 11:30:57 sspi 05 ***xtachy 203>140 terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:30:57 sspi 05 **fc 140 >120 gã©nã©rã© ã 11:30:52. Pic ix: ix_sspia4. 30/11/2023 11:30:57 tonalitã© alarme jaune ã©mise. Pic ix: ix_sspia4 . 30/11/2023 11:31:06 sspi 05 **fr 74 >30 gã©nã©rã© ã 11:31:02. Pic ix: ix_sspia4 . 30/11/2023 11:31:09 sspi 05 spo2 pasdepouls terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:31:12 sspi 05 **fc 140 >120 terminã©. Pic ix: ix_sspia4 30/11/2023 11:31:16 sspi 05 **fr 74 >30 terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:31:16 tonalitã© alarme technique ã©mise. Pic ix: ix_sspia4 . 30/11/2023 11:31:19 sspi 05 *** fib/tachy vent gã©nã©rã© ã 11:31:14. Pic ix: ix_sspia4 . 30/11/2023 11:31:19 tonalitã© alarme rouge ã©mise. Pic ix: ix_sspia4 . 30/11/2023 11:31:20 sspi 05 **spo2 83 <90 gã©nã©rã© ã 11:31:15. Pic ix: ix_sspia4. 30/11/2023 11:31:34 sspi 05 resp dã©fcontacts gã©nã©rã© ã 11:31:29. Pic ix: ix_sspia4. 30/11/2023 11:31:35 sspi 05 *** fib/tachy vent terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:31:35 sspi 05 resp dã©fcontacts terminã©. Pic ix: ix_sspia 30/11/2023 11:31:35 sspi 05 ECG analyse imposs terminã©. Pic ix: ix_sspia4 . 30/11/2023 11:31:35 sspi 05 ECG bruitsignal gã©nã©rã© ã 11:31:30. Pic ix: ix_sspia4 . 30/11/2023 11:31:35 tonalitã© alarme jaune ã©mise. Pic ix: ix_sspia4. Then at 11:34:13, the alarm was silenced on the bedside. 30/11/2023 11:32:07 sspi 05 *** fib/tachy vent gã©nã©rã© ã 11:32:02. Pic ix: ix_sspia4. 30/11/2023 11:32:18 sspi 05 **fr 53 >30 terminã©. Pic ix: ix_sspia4. 30/11/2023 11:32:25 sspi 05 *** fib/tachy vent terminã©. Pic ix: ix_sspia4. 30/11/2023 11:32:25 tonalitã© alarme jaune ã©mise. Pic ix: ix_sspia4. 30/11/2023 11:32:33 sspi 05 spo2 pasdepouls terminã©. Pic ix: ix_sspia4. 30/11/2023 11:33:18 hemo 1 **spo2 87 <90 gã©nã©rã© ã 11:32:52. Pic ix: ix_sspia4. 30/11/2023 11:33:51 hemo 1 **spo2 85 <90 terminã©. Pic ix: ix_sspia4. 30/11/2023 11:33:51 hemo 1 spo2 pasdepouls gã©nã©rã© ã 11:33:24. Pic ix: ix_sspia4. 30/11/2023 11:33:52 hemo 1 spo2 pasdepouls terminã©. Pic ix: ix_sspia4. 30/11/2023 11:34:13 sspi 05 acquitter de7580aypk based on the analysis, an alarm did sound on the pic ix and was later acknowledged or silenced by the users. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6).

Event description:
The customer reported a technical malfunction with the control unit concerning a patient and an alarm; the patient went into cardiac arrest, and the red 3-star alarm did not sound or did so very weakly. The nurses were close to the patient, so they were able to resuscitate him; there was no lack of awareness to the patient¿s condition. Per the customer, the nurses rely on the sound criticality of the audible alarms (red). For this patient, a yellow alarm was in progress. The patient was defibrillating, and this would not have triggered a red alarm, which would have enabled the department to hear and act. A philips field service engineer (fse) went to the customer site. The fse found that a 3-star red tachy alarm was issued by the central on (B)(6) 2023 at 11:30 a.m. In box 5. In addition, this alarm sounded at the central. Due to additional noise in the recovery room, the fse set the sound volume to 6 for yellow alarms and 8 for red alarms. In addition, the minimum volume of the central unit is 6. At the time of this report, it is unclear if the if this was failure, or a configuration issue. Additional information will be requested.